Event description:
On (B)(6): customer reports during a procedure, staff was unable to take digit spots, then eventually lost fluoro capability. Customer provides no pt or procedure info other than to say no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of manufacturing investigation, a medwatch 3500a supplemental report will be submitted.